Manufacturer narrative:
This supplemental report is being submitted to report additional information from the original equipment manufacturer (OEM). The OEM performed a manufacturing and quality control review for the affected lot number without showing any non-conformities or deviations regarding the described issue.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined; however, the wa63120c instruction manual warns users ¿only use the jaws¿ front part for coagulation. Make sure not to touch the tissue with the jaws¿ non-insulated joint area. Otherwise, there is the risk of accidental coagulation."

Event description:
Olympus was informed that during an unspecified procedure, the grasping forceps were transmitting thermic energy resulting in involuntary burning and coagulation of adjacent tissues. It is unknown if the intended procedure was completed. This is 1 of 3 reports.